Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an intermittent resistance was experienced when filling multiple cartridges with insulin. The customer's blood glucose level was 180 mg/dl. Reportedly, the issues were resolved and the customer successfully filled the cartridges.